Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse total shoulder replacement; (B)(6), the (B)(6) hospital (B)(6) 2018. Whilst inserting the second locking screw, part of the tip of the locking driver broke off and was unable to be retrieved. The driver was not needed further so an alternative was not required. 2-3 minute delay to the procedure.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.